Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawer failed and not detected on bus. A field service engineer (fse) had found issue traced to auxiliary drawer 4.2. Replaced the controller board, and the customer verified the fix by successfully performing the recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 failed and not detected on bus, initially the machine went completely off, had critical notice in the hs viewer indicating that the device was not communicating and the download had stopped. Customer was able to get the machine back online, but the drawer failed because of a faulty motherboard connection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.